Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event. The fse performed troubleshooting and found the cup transfer assembly had bent fingers due to assembly hitting the cups during the transfer. The fse removed the cup transfer module and repaired and aligned the claws. Then the fse installed the cup transfer module and performed all the adjustments. The daily check was ran and passed and all the customer ran quality control (qc) was in range. The instrument was operating as expected. There was no further action required by fse. The most probable cause of the y and z axis errors was due a bent pickup claw.

Event description:
On (B)(6) 2016, a customer reported y and z axis errors with their aia-2000 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.